Event description:
The complaintant alleged that during biomed testing, the device displayed an intermittent "pacer fault 122" fault code. The complainant indicated that there was no pt involvement in the reported malfunction.